Event description:
During the device evaluation, the following reportable malfunctions were identified: corrosion of the scope cover unit and scope connector due to water leakage, no image display due to damage of the charge coupled device (ccd) unit, and the distal end on the bending tube was damaged and unsecured. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation findings, the cause of the corrosion on the scope cover unit and scope connector could not be established. The loss of image display and the unsecured bending tube joint were both attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.